Manufacturer narrative:
Conclusion: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The parents reported that the recipient could no longer hear sounds with the left side device. The recipient has been re-implanted.

Event description:
The parents reported that the recipient could no longer hear sounds with the left side device. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.